Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump indicated a data log corruption. Customer continued using pump for insulin therapy. Customers blood glucose level was 350 mg/dl.